Event description:
It was reported that high impedance was noted. No further information was provided.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.